Manufacturer narrative:
The marksman has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after the marksman microcatheter was in place, a flow diversion device was advanced with resistance. The device could not be pushed from the marksman; the marksman reportedly broke. The device was withdrawn from marksman. The patient was undergoing embolization treatment for a small unruptured saccular left internal carotid artery aneurysm, measuring 8mmx5mm, landing zone distal 3.95mm, proximal 4.20mm. The vessel was normal in tortuousity. The devices were prepared as indicated in the IFU. The catheter was flushed continuously with heparinized saline during the procedure. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
D10: device available for evaluation - additional information. G4. Date MFR rec ¿ additional information. H2: type of follow up - device evaluation. H3: device evaluated by manufacturer- additional information. H6: codes updated the device was returned for evaluation and the clinical observation could not be confirmed. As received, there was no breaks or separations were found with the marksman catheter. The marksman catheter body was found kinked at the distal tip. No damages were found with the marksman distal marker/tip. Based upon the returned catheter analysis, this would not meet the criteria for a reportable event as the marksman catheter was found only kink and no separation with the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.